Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard eclipse filter was deployed so that the tip was at the level of the right renal vein, for a patient with large right lower extremity deep vein thrombosis, gastrointestinal bleeding and contraindication to anticoagulation. Fluoroscopy showed that the filter was in proper position at the level of the right renal vein. Cavogram indicated that the filter was placed at l2 to inferior l3 interspace. No significant tilt was indicated at the time of placement. Approximately, one year and ten months of post deployment, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis showed that the inferior vena cava filter was present at inferior l2 to superior l4 interspace. A caudal migration of 3 mm was noted. No significant tilt was observed. There was a grade 2 perforation and the left lateral strut perforated 5 mm outside the caval wall. Two years and four months later, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis showed that the inferior vena cava filter was present stable at inferior l2 to superior l4 interspace. There was no significant migration compared to prior study. No significant tilt was observed. There was a grade 2 perforation and the left lateral strut perforated 5 mm outside the caval wall. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc) and filter migration. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with large right lower extremity deep vein thrombosis, gastrointestinal bleeding and contraindication to anticoagulation. Approximately one month and thirty days post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter migrated caudally and strut perforated outside the caval wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced lower abdominal pain; however, the current status of the patient is unknown.